Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family was reported via phone call that, the customer experienced diabetes ketoacidosis with high blood glucose of 355 mg/dl and did not go to hospital for this. Customer had problems with batteries draining or appearing to drain very quickly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No low battery alarm during testing.